Event description:
There was a hole in the cardioplegia cooling coil of the pack. The perfusionist noted this at the end of the case when perfusionist discovered the water of the bath was bright red. They reported that there was no water to blood leak. Blood loss was minimal. No intervention was required to compensate for the blood loss. There was no detriment to the pt. Later conversation on 16 february 2000 with the perfusionist who performed the case confirmed there were no pt issues.